Event description:
(B)(4). I've had chronic pain since the day they were implanted. Abnormal menses (long and heavy with spotting in between) headaches and migraines, brain fog, extreme fatigue and weakness, extremely high blood pressure, hypothyroidism, extreme heart palpitations that sent me to ER. Daily dizzy spells to the point of almost loosing consciousness, numbness in lips, and limbs, swelling in extremities, extreme anemia, very low iron and ferritin, extreme hair loss and hair growth in unwanted areas, tremors and shakiness, twitching in abdominal area, skin rashes , dry and itchy, acne, shortness of breath, heartburn and acid reflux, my ovary and my uterus attached to my abdominal wall, had sharp stabbing pains when bending to pick something up, when bending to shave my legs, when sitting indian style, when lifting my leg to get in my truck and sometimes when lying in bed. Pelvic pain during intercourse, swelling, extreme weight gain, I had to have surgery to remove the coils and to clean up all the scar tissue and detach the organs from one another. Haven't had to take any bp med since the removal and haven't had a headache either or reflux and heartburn. Haven't had any pain or palpitations. I'm just a couple days out of surgery. I'm certain I will notice more improvements.